Manufacturer narrative:
Bhr surgical technique and important medical information includes under contraindications patients with known or suspected metal sensitivity.

Event description:
It was reported that revision surgery was performed due to metal sensitivity.